Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "ringer's solution" leaked from the bd venflon¿ pro safety peripheral safety IV catheter valve when starting the infusion. The following information was provided by the initial reporter, translated from german to english: "after problem-free venflon insertion, blood is directly jerked out of the gray capped valve. After loosening of blood stasis stop the bleeding. When the infusion is started, ringer's solution flows directly out of the above-mentioned valve, even when the lid is closed."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that "ringer's solution" leaked from the bd venflon¿ pro safety peripheral safety IV catheter valve when starting the infusion. The following information was provided by the initial reporter, translated from german to english: "after problem-free venflon insertion, blood is directly jerked out of the gray capped valve. After loosening of blood stasis stop the bleeding. When the infusion is started, ringer's solution flows directly out of the above-mentioned valve, even when the lid is closed."